Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 , that a early sensor expiration occurred. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. No additional patient or event information is available. Data was provided for investigation. The problem was confirmed. The root cause could not be determined.